Event description:
It was reported the needle snapped at the junction of the stainless steel part and the catheter. The doctor was going into the deep pelvic bone checking for metastatic ca. The screw handle that came with the device was the only accessory being used for the procedure. The needle was removed with a hemostat. There was no pt injury reported. Another manufacturer's needle was used to completed the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was received in the original packaging. The obturator was missing. The stylet was returned. The cannula was detached from the hub.